Event description:
Used the pads on pressure ulcers on legs, they stuck after 8 hours of use resulting in abrasion while removing the product.

Manufacturer narrative:
A review of similar customer complaints for 2014 revealed a rate of 3 complaints per (B)(4) units sold or approximately (B)(4) percent.